Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2020-00198.

Event description:
It as reported there was a revision due to postoperative migration of two avenue l cages. The patient experienced neurological compression two weeks after surgery. The patient was referred to the pain center for follow up after persistent root lesions. There is no further information available at this time. This is report one of two for this event.

Event description:
It as reported there was a revision due to postoperative migration of one avenue l cage and a set of the avenue l plates. The patient experienced neurological compression two weeks after surgery. The patient was referred to the pain center for follow up after persistent root lesions and underwent a revision surgery to remove the migrated cage and plates. This is report one of two for this event.

Manufacturer narrative:
Corrected information in b5, d1, d4: catalog number and lot number. Additional information in d4: expiration date and UDI number; and h4: manufacture date. D1: brand name could be avenue t cage h8mm l30mm 0 or avenue t cage h10mm l30mm 5. D4: catalog number could be at0012p or at0021p. D4: lot number could be 71285 or 70515. D4: expiration date: mar 1, 2024 or feb 1, 2024. D4: UDI number: (B)(4). H4: device manufacturer date is apr 15, 2019 or mar 25, 2019. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It as reported there was a revision due to postoperative migration of one avenue l cage and a set of the avenue l plates. The patient experienced neurological compression two weeks after surgery. The patient was referred to the pain center for follow up after persistent root lesions and underwent a revision surgery to remove the migrated cage and plates. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: method, results, and conclusions. The devices were discarded after the revision surgery. No images were provided. An evaluation is not able to be performed. The complaint is unrefuted. Root cause was unable to be determined with the available information. It's possible improper installation and/or fixation during the initial surgery or improper post-op patient movement contributed to the event. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.